Event description:
It was reported that the left ventricular lead had dislodged. During repositioning procedure the stylet became stuck inside the lead. The lead was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Ptfe liner of stylet was noted stuck in connector causing failure to remove stylet from lead. The lead was otherwise normal.